Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control 1 was 134, and the pre-calibrated range for control solution 1 was 89-123. The patient performed repeat control solution testing using the same control solution 1 and the result was out of range. The result for control solution 1 was 132. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
New control solution and test strips were sent to the patient. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.